Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ppf and medical records received. Ppf alleges loosening of cup. After review of medical records, the patient was revised to address failed cup, left, status post total hip arthroplasty. Revision notes indicated that patient noticed some squeaking of hip. It was also stated that mild metallosis was noted. Doi: (B)(6), 2013 - dor: (B)(6) 2016. (Left hip). The product was not returned to depuy synthes, however photos were provided for review. See attachment "(B)(4) x-ray_images - recieved 13-apr-2023". All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Ppf and medical records received. Ppf alleges loosening of cup. After review of medical records, the patient was revised to address failed cup, left, status post total hip arthroplasty. Revision notes indicated that patient noticed some squeaking of hip. It was also stated that mild metallosis was noted. Doi: (B)(6) 2013 - dor: (B)(6) 2016 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6)2013 discharge notes the patient had a left total hip arthroplasty, which included using zimmer (competitor) gription and ? System. Operative notes state the patient had severe degenerative joint disease of the left hip with partial dislocation. Depuy products were used. There was no mention of competitor products implanted in the actual operative note. On (B)(6)2016 the patient had a hip reduction to address the left hip post-reduction of subluxation (dislocation). (This was captured in (B)(4)). It was noted that radiographs showed osteopenia is present. On (B)(6)2016 the patient was noted to have left hip dislocation and a hip reduction was completed.